Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose. Blood glucose reading was 27.4 mmol/l at time of incident. Customer current blood glucose was 27.4 mmol/l. Customer was using insulin pump within 48 hours of reported high blood glucose event. Customer reported that they was thirsty. Customer was using auto mode feature at time of event. Customer was treated with bolus with pump for high blood glucose. The pump will not be returned for analysis.